Event description:
The customer reported that while the unit was in use on a patient, the unit displayed "system failure" when they hit the "start" key. The customer tried restarting the unit, but received the same results. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative found and fixed a loose connection from the drive assembly to the solenoid driver board. The unit was tested to factory specification. It functioned normally and was returned to the customer.